Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual: 3.3 inspection of the endoscope: inspection of the forceps elevator mechanism". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During the device evaluation, the following issues were identified: (a.) The distal end cover insulation malfunctioned, the electric safety test failed on the insertion section (the insulation resistance value between distal end and connector is out of specification, (b.) There chipping, deformation, or a scratch of the distal end of the scope- dents on the hold ring (c.) There was a chip on the objective lens, (d.)there was a chip on the light guide lens, (e.) And the adhesive on the bending section cover, or distal sheath has a crack. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii duodenovideoscope forceps elevator was too tight. The issue occurred during an unspecified procedure. There was no report of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. During the device evaluation it was found that the forceps elevator did not move down at all. This report is being submitted to capture the reportable malfunction found during the evaluation.